Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined the cause for the malfunction to be a shorted data line on the u61 ic chip.

Event description:
It was reported that the device illuminated the service led and logged event codes in the memory during patient use. The reported issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided. Physio-control evaluated the device and observed that it would intermittently lock up upon power on. There were no further details on the event and/or the patient provided.